Event description:
It was reported that a patient underwent an anterior cervical discectomy and fusion (acdf) at c5-c6 on an unknown date. Sometime post-op, two of the screws in the construct were found broken in half on an x-ray. The devices implanted in the patient included a 27.5mm anterior cervical plate and all fixed screws. According to the report, the patient underwent a revision corpectomy at c5/6 and fusion from c4-c7 due to adjacent level breakdown from degenerative disc disease (ddd). The implants were reportedly all "burred away during the corpectomy" and no fragments of the broken devices were left behind. Evidence of fusion was also observed. No patient complications were reported.

Manufacturer narrative:
Date of event is unknown. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: macroscopic examination confirms the two acp bone screws are fractured approximately ~2-3 threads below the screw head. The broken off portion of the screws is missing as received and not returned for analysis. Optical examination did not identify material surface defect around fracture surface that could contribute to crack propagation. Microscopic examination of fracture surfaces reveal a quasi-brittle fracture, with progressive striations, which are indicative of cyclic fatigue, followed by ultimate failure of the implant. The fracture surface morphology suggests the primary mode of fracture to be cyclic fatigue, with a localized region of origin, direction of propagation and subsequent final fracture. Ratchet marks were identified on one of the screws around the area of crack propagation. Key dimensional specifications of the screw (i.e. Major diameter and shank (initial minor) diameter) were measured and found to conform to print specification. The above observations are consistent with cyclic fatigue. Radiology films interpretation: "two coned in views of cervical spine after acdf reportedly at c5/6. Both upper screws have broken and construct has collapsed about one screw width. No evidence of screw back out or plate failure."